Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mould infections. Issue description: a customer in canada notified biomérieux of discrepant results between vitek ms (enterococcus mundii) and vitek 2 (e. Gallinarum) when using vitek ms instrument (B)(4). This complaint is linked to complaint cn-(B)(4) which documents the discrepancy with the vitek 2 system. Results were as follows: vms ID: enterococcus mundii. V2 ID: e. Gallinarum. Expected ID: not known as no alternative method done. Date of last vitek ms fine tuning before issue: july 22. Kb: 3.2. Culture conditions: - culture media : blood agar plate. - incubation: 24h, 5% co2 36 degrees. Biomérieux customer service advised that without the expected identification, it is not possible to conclude to a vitek ms malfunction. Complementary investigation is needed to find the cause of the potential misidentification issue. Customer indicated that there was no patient impact linked to this potential misidentification. Biomerieux has initiated an internal investigation.

Manufacturer narrative:
Context: a customer in canada notified biomérieux of discrepant results between vitek® ms (enterococcus mundii) and vitek® 2 (e. Gallinarum) when using vitek ms instrument (ref.: (B)(4), serial number : (B)(6)). Vitek ms mode : ivd, kb version : 3.2 (cli). Issue type : discrepant results between vitek ms and vitek 2. Vitek ms result: single choice to enterococcus mundii. Other method : vitek 2 gp ID card (enterococcus gallinarum). Expected ID: the expected identification has been defined as unknown because vitek ms and vitek 2 are not considered an identification reference method. Culture conditions: culture media : blood agar plate. Incubation: 5% co2 at 36°c, 24 hours. Issue date: on (B)(6) 2022. Fine-tuning date before the issue: (B)(6) 2022. Investigation: batch history record and complaint trend analysis: referring to (B)(4) - technical complaint trend analysis using the cstat application, there is no out-of-control alert, nor a non-confirmed out-of-control alert in cstat. We checked the period from (B)(6) 2021 for the error code ivd mis-identification - f871. There is no CAPA, no non-conformity for vitek ms linked with the customer's complaint. Since (B)(6) 2016, no similar complaint has been recorded. Investigation results: fine-tuning. Status good at the time of acquisition. Spot preparation quality: the customer¿s spot preparation quality seems to be good. The sample ¿all peaks¿ values are homogeneous. Knowledge base (kb) review: the expected identification is unknown because no reference method was used to confirm the expected identification. Sample data analysis: analyze of mzml sample files show that number of all peaks and the score level were good. The quality of the spectra was not questioned. Without the expected identification, it is not possible to conclude a vitek ms malfunction. Complementary investigation is needed to determine the cause of the misidentification issue. A customer strain return was requested but strain was not available. Consequently, no further investigation could be performed and the cause of the issue has been defined as ¿unknown¿. Root cause analysis: unknown (strains were not available for further investigation). Corrective or preventive actions: no CAPA required.